Event description:
It was reported that when the customer used a bronchoscope (made by (B)(4)) with the bronchocath endobronchial tube, the scope became 'stuck' and there was 'difficulty advancing' in the curvature area of the tube. (B)(4) jelly was used to lubricate the scope. The endobronchial tube was not pretested prior to use and the tube was not 'altered' prior to intubation. There was patient involvement but no report of harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information has been added to the database for trending purposes.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer sample was not available. The device history record (DHR) for the lot number the reported confirmed it met all quality specifications prior to it's release. Three manufacturing retained lot samples were for analysis. Testing and analysis passing a bronchoscope through both the tracheal and bronchial lumens found no issues, defects or restrictions. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored.